Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire through the introducer needle is confirmed and was determined to be use related. The product returned for evaluation was an opened 5fr dual lumen powerpicc solo kit. The kit contained 5fr dual lumen powerpicc solo catheter with an inlaid stylet, a syringe, a statlock, a 20ga introducer needle, measuring tape, a nitinol guidewire, a scalpel, a 21ga introducer needle, two end caps, and a 5fr microintroducer. A significant amount of use residue was adhered to the guidewire. A non-complainant guidewire was advanced through the 21ga needle successfully. Microscopic inspection of the guidewire confirmed use residue on the distal end of the guidewire. The distal end of the guidewire was severely bent and the coils were misaligned in the vicinity of the use residue. The bent guidewire, misaligned coils, and abundant residues were consistent with difficulty advancing the guidewire the introducer needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the guidewire cannot pass through the rigid needle after catheterization. 8/22/2024 - during evaluation of the returned guidewire, it was found to be severely bent with misaligned coils.